Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to the belt receptacle pulse pins being burnt and showing signs of physical damage. The root cause for the burnt pulse pins was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.